Event description:
It was reported that during device follow up, double counting of t waves leading to inappropriate therapy was observed. Low sensing threshold was also noted. The lead was capped and replaced.